Manufacturer narrative:
One opened knife, in a bag was received for the report of dull blade. Sample was visually inspected and found to be conforming. Penetration test was not able to be performed due to blade getting damaged when trying to remove it from the handle. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned opened sample was found to be visually conforming, however the functional testing could not be completed due to damaged to the knife during testing, therefore a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting knife was found to be dull during cataract surgery. Surgery was completed with alternative knife. There was no patient harm.